Manufacturer narrative:
It is the opinion of fmc na that the possible incorrect use of the product may have caused or contirbuted to these events. Also of note is that product had exceeded the expiration date when used by facility. Device history record review: it has been verified that puristeril lot# 100611 had met all specifications prior to its release.

Event description:
It has been clarified by the reporter of the event that 17 of the 41 pts dialyzed at this unit 2007 experienced a drop in hemoglobin, possibly related to the use of this product. This particular pt reportedly presented with symptoms of a persistent low blood pressure along with light-headedness and feeling dizzy. This pt was admitted to the hosp and received 2 units of prbc. This pt has recovered and is doing well receiving peritoneal dialysis.